Event description:
A female admitted with an intrauterine pregnancy. Pregnancy complicated by pre-term labor. Patient was putting on a new pair of slipper/socks and felt a "something sharp stick her heel." No apparent skin injury was noted. The patient then removed a piece of silver metal resembling the tip of a sewing machine needle approixmately 1 cm in length.